Event description:
It was reported that during defibrillation threshold (dft) testing at implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, the patient was unable to be successfully converted. Conversion difficulty was also encountered with external shocks. High shock impedance measurements of 125 and 137 ohms was observed following shock delivery. It was noted that the s-ICD was placed intermuscular. The patient was noted to be tall and barrel chested. The device and electrode were attempted, but not implanted. The physician plans to implant a transvenous implantable cardioverter defibrillator (ICD) system on an unknown future date. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this device was completed.